Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use an assurant cobalt stent to treat a lesion in the common-iliac artery. No damage was noted to the assurant cobalt device packaging. The device was prepped per IFU with no issues noted. It is reported that during delivery of the device to the lesion, stent dislodgement occurred however it was possible to deploy the stent successfully despite coming off the balloon. A 6f sheath size used during the procedure. Embolic protection was not used.

Manufacturer narrative:
It was reported that there was no lesion calcification, stenosis or vessel tortuosity. The lesion was not pre-dilated. No resistance was noted between the relevant device and other devices used during the procedure, no excessive force was used. The assurant cobalt did not pass through a previously deployed stent. The stent was not deployed at a site other than the target lesion. The images capture the lesion site in the common iliac artery. The dislodged assurant cobalt stent is visible from the images. The dislodged stent is then deployed by the delivery system balloon. There are no images capturing the attempted delivery or dislodgement of the assurant cobalt stent. If information is provided in the future, a supplemental report will be issued.